Manufacturer narrative:
H10: correction to manufacturer narrative: investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: no problem found. Source: phone.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Qc investigation #2022-01 determined that the reported pink shading on the strip is a natural phenomenon and it is not related to any manufacturing defect. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no adverse trend was identified. Qc investigation #2022-01 determined that the reported pink shading on the strip is a natural phenomenon and it is not related to any manufacturing defect. The information you provided has been documented and will continue to be monitored for future trends. Root cause: no problem found. Source: phone (925) 337-2982.

Event description:
Qv sars otc, x1 pink line near arrows-tss provided guidance. Customer reported a small amount of blood on the nasal swab after swabbing their right nostril.